Event description:
Customer reported the rbc (red blood cell) results were low for the controls (5c cell controls) when using the coulter® lh 780 hematology analyzer. A beckman coulter field service engineer (fse) was sent to the customer's facility to evaluate the analyzer. There were no reports of erroneous test results associated with this event. It is unknown if there was death, injury or affect to patient treatment associated with this event.

Manufacturer narrative:
Review of information associated with this event has determined that the event is not reportable. Upon further investigation and discussion with the beckman coulter field service engineer (fse) that performed the evaluation on the instrument, it has been determined there was no malfunction of the aspiration pump that was replaced. The part replacement was a proactive measure. Therefore, the cause of this event is unknown or no assignable cause. Upon recurrence of the unspecified malfunction, we do not have any available information that reasonably suggests that the reported malfunction would be likely to cause or contribute to a death or serious injury.

Manufacturer narrative:
On (B)(4) 2014, the field service engineer (fse) evaluated the instrument and replaced the aspiration pump and matched the mode to mode reproducibility. Controls were performed and were close to the assay mean verifying the repair to resolve the issue for the customer. (B)(4).